Event description:
Pt didn't order medication. Md gave her the medication synvisc and pt got an allergic reaction. Md stopped the medication, pt will not be taking the medication synvisc. Nothing else known. Dose or amount: 16mg, frequency: qwk, route: ia. Diagnosis or reason for use: oa; 8mg/ml (B)(6).